Event description:
It was reported that starting ¿probably a month ago¿ the patient felt like his pain and spasms, which he described as more of like a ¿pulled muscle¿ sensation, had gotten worse. The patient correlated these to the stimulator and not to the pump. He could tell the difference via his perception of his therapies. The patient believed the ¿pulled muscle¿ sensation was because, starting six weeks ago, he turned up his stimulator. At that time he felt ¿shocking¿ when he lied down, so he eventually turned stimulation down from ¿140 to 110.¿ a month ago he began to feel stimulation down his legs when he used to not feel it down his legs and calf region and the sensation was still happening. Two weeks ago he met with a doctor who did CT and x-ray scans of his implantable neurostimulator (ins) system to make sure everything was intact and to confirm the leads had not moved. The doctor confirmed that his system looked normal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 37791, product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).